Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 382 mg/dl, 334 mg/dl, 141 mg/dl, 500 mg/dl, 439 mg/dl, 464 mg/dl, 426 mg/dl, and 461 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.